Event description:
Vascular surgeon used venaseal second time (B)(6) 2025 after noting I had an allergic reaction to the glue on (B)(6) 2025 causing a systemic allergic reaction with symptoms that include heart palpitations, tremors, full body hives now chronic hives to present day, high blood pressure levels, dizzy, nauseous, unsteady, fainting, slurred speech, headache, very fuzzy and memory impairment, diarrhea, shortness of breath, etc. The n-butyl cyanoacrylate may have triggered mast cell syndrome; waiting to see allergist/immunologist again. As of (B)(6) 2025, I cannot eat anything with soy, sulfites, nitrates, any high histamine foods or full body hives result. Health effect codes: 1907, 4454, 2515, 1908, 2194, 1970, 4411, 1880, 1958, 1811, 1816. Device problem code: 4001. Reference report: mw5175668.